Event description:
G2 ivc filter found to be multiply fractured with 2 broken arm retained locally. The tip was also embedded. During forceps removal, one of the arms which was apparently free in the filter migrated to the left pulmonary artery where it was retrieved.